Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing. The asymptomatic patient presented in the clinic for further evaluation. The oversensing could be reproduced with the patient leaning forward and bearing down. The device was reprogrammed and no further oversensing was noted.